Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient had a "revision" in 2016. Tss asked if caller had further information about this but there were no other notes to indicate why it occurred. Patient was implanted for urinary urgency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.